Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 425 mg/dl. The customer reported that the insulin pump had failed battery alarm. Troubleshooting was declined for high blood glucose. The troubleshooting was performed for failed battery alarm. The customer was advised if battery not aligned or tightened the insulin pump may alarm failed battery test and the customer was not received failed battery test. The insulin pump will not be returned for analysis.